Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that nothing changed in routine. The patient reported that a manufacturer¿s representative (rep) couldn¿t put stimulator in the right spot and they tried at least 5 different days. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the stimulator was implanted for almost a year and then they had it removed. The patient explained that the stimulator worked good for about a month or two and then did absolutely nothing so they had it removed. The indication for use was non-malignant pain. No device issues reported.